Event description:
A site representative reported a navigation system that would switch off unexpectedly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to manufacturer for analysis.

Manufacturer narrative:
Issue solved by customer charging treon battery for 48 hours. After charging the battery system is fully functional.